Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and reported "right side is inflamed, painful, and fluid build up and capsular contracture all on one side,¿ the baker grade is unknown. Device remains implanted.

Event description:
Healthcare professional reported right side rupture per CT scan.

Manufacturer narrative:
Reason for reoperation: "rupture".